Event description:
The user facility reported a leak coming from the system 1e at the hose connection of the uv light. The facility reported that approximately 5 gallons of water spilled onto the floor, and covered a 6 x 6 ft area in the processing room. No injuries were reported. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived on-site, and found the majority of the water was cleaned up. Some wet towels remained on the floor to absorb the leaking water. The technician inspected the unit, and found a damaged rubber gasket at the inlet hose connection on the uv light. The technician replaced both the inlet and outlet gaskets, reattached the connections, tested the unit, found it operational and returned it to service. The damage to the rubber gasket was consistent with over-tightening of the connection during the previous service activity. The field service technician was cautioned on the importance of properly tightening hose connections.